Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex for peritoneal dialysis (pd). On an unknown date, the patient experienced peritonitis. On an unknown date, the patient was hospitalized for an unreported event. Treatment, outcome and action taken with dianeal therapy were not provided. Concomitant medications were not reported. An opinion of causality was not provided. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: 10i16h25 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.